Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pump gut on the roller pump rotated with a random jerking motion and grinding noise. There was not patient involvement.

Manufacturer narrative:
Additional information: this roller pump was here for a scheduled six month inspection. At about ten revolutions per minute (rpm), in reverse direction the pump gut began to rotate with an uncharacteristic random jerking motion accompanied by a grinding noise. The srt continued to run the pump in reverse (clockwise) at about 250 rpm. After about 15 minutes at 250 rpm, the srt re-tested at about ten rpm and there was no evidence of the original symptom. The unit met manufacturer specifications. Evaluation is in progress, but not yet concluded.